Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) was deployed, but then the sealant was removed when the balloon was retracted out of the body. Hemostasis was achieved with manual pressure. There was no patient injury. The device was used in the patient. The vcd was stored and prepped according to the instructions for use (IFU). No damage was noted to the device or packaging. The device was used in an interventional procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no access vessel tortuosity. There was no peripheral artery disease or calcification at the puncture site. The device is not being returned for evaluation as it was discarded. The reported event of ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the dislodged sealant reported. However, the event can be attributed to the technique used during device removal after deployment or even possibly over-tamping of the advancer tube. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. The IFU also states, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and follow the advancer tube out of the tissue tract during removal. Based on the information available for review, there is no indication that the reported failure could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was deployed but then the sealant was removed when the balloon was retracted out of the body. Hemostasis was achieved with manual pressure. There was no patient injury. The device was used in the patient. The vcd was stored and prepped according to the IFU. No damage was noted to the device or packaging. The device was used in an interventional procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no access vessel tortuosity. There was no peripheral artery disease or calcification at the puncture site. The device is not being returned for evaluation as it was discarded.